Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Insulin pump passed sleep current measurement, active current measurement, and displacement test. Hardware low level alarm during self test and was confirmed in pump history file due to cold solder joint found on electrical board of the keypad assembly ambient light sensor. No device heating up noted during testing.

Event description:
The customer reported via phone call that they were having issues with the insulin pump. The customer's blood glucose level was 153 mg/dl at the time of the incident. The customer had received a new cap. The customer stated that the battery slight warm on the compartment was overheating. The customer was not calling back after previous troubleshooting for a pump hot / warm / overheated. The customer stated that when they put in a new battery and still the insulin pump was not working. When the customer removed the battery, it was really hot. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. It was reported that they tried to do it the third time after the insulin pump restart but still the battery was getting hot. The device will be returned for analysis.